Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump stopped working. The customer¿s blood glucose level was 270 mg/dl, 273 mg/dl, 290 mg/dl and 318 mg/dl. The customer declined troubleshooting for high blood glucose level. Customer reports the infusion set cannula was bent. The customer reported that they are running high because the cannulas are bending due to added pressure and sitting down. The device will not be returned for analysis.